Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 172 mg/dl at the time of the call. The customer stated that the pump was exposed to moisture. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: no button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clips lot, cracked reservoir tube lip. No moisture damage electronic assembly.